Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) defibrillation lead exhibited high out of range rv pacing impedances greater than 2,000 ohms. No adverse patient effects were reported. Additional information was provided that the patient was seen in clinic and a full evaluation was performed of the patient's system. The rv lead impedances varied from 1,989 to greater than 2,000 ohms. It was noted that most measurements were less than 2,000 ohms and threshold and sensing measurements were found to be stable, and there was no noise found on the intracardiac electrograms. It was additionally noted that the patient does not significantly pace in the ventricle and has normal sinus rhythm for an underlying rhythm, thus the physician was comfortable with continued monitoring of the lead. No adverse patient effects were reported. The device remains implanted.